Event description:
During service at baxter, a technician reported a colleague infusion pump with failure code 810:11that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. The facility representative stated that there were no reports of patient injury, adverse event or medical intervention. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4).

Event description:
During a patient cholecystectomy procedure, the surgeon inserted, through the same incision cut as the spider device, a rigid suction/irrigation instrument. The surgeon accidentally tangled the suction/irrigation instrument into the spider device and broke or snapped loose the upper right link arm at the link arm connector. A piece of the link arm connector fell into the surgical bed. The surgeon was able to locate and retrieve the piece from the patient. No injury or impact to patient care was reported. The device was returned to transenterix, inc. For evaluation.

Manufacturer narrative:
(B)(4). During a review of the event history, the occurrence date is (B)(6) 2010. There is a CAPA (corrective and preventive action) investigation associated with this report, mdq-CAPA-(B)(4).